Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, when the customer was using the fenestrated bipolar forceps instrument on arm 4, the instrument tip separated and fell into the patient. The fragment was retrieved during the same procedure. It was confirmed that no fragments remained inside of the patient. A backup instrument of the same kind was used to continue the procedure. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. The instrument was in use for less than 1 hour then broke while it was being used for dissecting tissue. All the fragments were retrieved during the same procedure and confirmed with visual inspection. No additional surgical procedure was required to remove the fragment. It was unknown what caused the breakage to occur as the instrument did not collide with any hard materials or other instruments. There was no patient injury. The surgeon did not notice any issues with the functionality of the instrument. The fragment(s) did not fall inside the patient during an instrument tip or accessory collision. The instrument was not removed during the procedure (prior to the breakage). Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Both instrument and cannula had no other damage after the event occurred. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. Photographic images of the device(s) or a video recording of the procedure were not available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument, but the evaluation has not yet been completed. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted once the product has been evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. In addition, a review of the instrument log for the fenestrated bipolar forceps (part # 478093-03/lot# l90211107 0087) associated with this event has been performed. Per logs, the instrument was used on (B)(6) 2022, on system (B)(4). This is a single-use instrument. No image or video clip for the reported event was submitted to isi for review. This event is being reported because the tip of the fenestrated bipolar forceps instrument reportedly broke and fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Corrected information can be found in the following fields: d4 (unique identifier (UDI #)) additional information can be found in the following fields: g3, g6, h2 and h10.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D11-intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint ¿the tip of the fenestrated bipolar forceps instrument reportedly broke and fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure.¿ failure analysis found the primary failure of broken distal clevis to related to the customer reported complaint. The instrument was found to have an ear of the distal clevis broken. The broken piece and clevis pin were returned, with the piece measuring roughly 0.161¿ x 0.318¿ in size. No pieces were missing. As a result, the grips cannot open and close properly or grasp and hold test materials successfully. The root cause of broken instrument distal clevis is typically attributed to user mishandling/misuse., such as excess force applied at the instrument tip. Additional information can be found in the following fields: g3, g6, h2, h3, h6, and h10 failure analysis information can be found in the following fields: h6 and h10